Event description:
Physician's office reports sudden cardiac death after pt collapsed in store parking lot and died. Family says pt had massive heart attack. Follow-up physician states indication for pacing was bradycardia-initiated torsades. Physician also said the patient was compliant in device follow-up and nothing abnormal was detected at the last follow-up. There is no indication the death was device related.